Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no actions/interventions were reported to resolve the infarct. The cause of the infarct was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The sponsor assessment was on 18sep2025: cec adjudicated as not related to the study device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced infarct with onset date of 2025-07-22. This adverse event (ae) did not result in any treatment, hospitalization, blood transfusion, percutaneous intervention, or surgical procedure. The outcome status is not recovered/not resolved. Ae did not result in any diagnostic procedure or test being performed. Ae occurred post procedure and was not related to the disease under study. Ae did not lead to a new or worsening of existing neurological deficits. Ae did not result from a device deficiency. On capillary transit time heterogeneity (cth) done as part of inpatient hospital stay, punctate focus of restricted diffusion in the right parietal lobe, favored to reflect a tiny acute infarct found. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to antiplatelet medication, procedure, or device. The sponsor assessed as possibly related to device and disease under study. The patient was undergoing surgery for treatment of a saccular, c6 sidewall aneurysm with a max diameter of 5 mm and a 2.8 mm neck d iameter. Parent artery diameter distal to aneurysm was 4.1mm. Parent artery diameter proximal to aneurysm was 4mm. There was significant stasis at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Complete wall apposition was achieved. Ophthalmic side branches covered by pipeline device. No device twisting or flattening. Ancillary devices include a rist radial access 071, rist sim 2 guide catheters, phenom plus, aristotle 18 support catheters, phenom 027 microcatheter.